Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of death and thrombosis are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat lesions in the left anterior descending (lad) and left circumflex (lcx) arteries. A 3.50x48mm and a 3.50x38mm xience skypoint stents were implanted without issue. At the end the procedure, the patient was awake, alert, and in recovery with family. However, later that day the patient coded and was brought back to the cath lab where angiography showed thrombus in the left main (lm). A guide wire was placed and thrombectomy was attempted however the patient expired. No additional information was provided.